Manufacturer narrative:
An event of embolism was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. A CAPA was initiated for further investigation into complaints regarding embolization of piccolo occluder per internal procedures.

Event description:
It was reported that on (B)(6) 2021, a 5/2 amplatzer piccolo occluder was selected for implant in a (B)(6) month old (B)(6) kg patient with the following patent ductus arteriosus (pda) dimensions: pda minimal diameter of 3.6mm, pda length of 5.5mm and diameter at aortic ampulla of 4.5mm. During the procedure the device was placed intraductal and released. Immediately after releasing the device from the delivery cable the device embolized into the left pulmonary artery. The device was successfully snared and removed from the patient. A 5/4 amplatzer piccolo occluder was then used and successfully implanted intraductal to resolve the event. The procedure was not extended longer than is clinically significant and the patient remained hemodynamically stable throughout. The patient is stable. The cause of the event was thought to be due to the patients pda length being longer than what was measured initially. No additional information was provided.